Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by the customer that the ports will not flush or draw blood, it is occluded. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20159e lot number 22029775 was performed. The search showed that a total of (B)(4) was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with an unspecified amount of bd alaris¿ smartsite¿ extension set the ports are occluded. The following information was provided by the initial reporter: it was reported by the customer that the ports will not flush or draw blood, it is occluded.